Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 26-oct-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from two healthcare professionals (hcp), via a manufacturer representative (rep), regarding a patient receiving baclofen (2,000 mcg/ml, dose reduced from 1,000 mcg/day to 850 mcg/day) via an implantable pump for intractable spasticity and other spasticity. Information received reported the patient had higher than expected reservoir volumes at several refills. The pump was interrogated and one motor stall was noted that corresponded with an magnetic resonance imaging (MRI). In the operating room (or), the catheter was disconnected from the pump and tissue growth at the connector was noted. Once clear cerebrospinal fluid (csf) flow was noted, the old pump was inspected. It was stated, "catheter access port (cap) with high resistance at attempt to flush for 2-3 seconds then suddenly flushed". The obstruction was suspected to have been cleared in that instance. A new pump was attached to the catheter and csf aspirated from the new pump cap. The issue was resolved at the time of this report. The patient's status was alive - no injury.

Event description:
Additional information received from a manufacturer representative (rep) indicated that the rep did not have the information related to dates of when the refills had volume discrepancies, the exact volume for each volume discrepancy, time and date of the motor stall, and what time the magnetic resonance imaging (MRI) occurred. It was noted that the motor stall did recover. It was noted that the obstruction of the tissue was inside the pump connector. The suspected cause of the obstruction was unknown (rep did not known cause). It was noted that he patient had a loss of effect from the intrathecal baclofen (itb), but no withdrawal. It was noted as a gradual loss of effect despite dose increases. It was noted that he catheter was patent. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.